Event description:
It was stated that the customer had trouble priming a new infusion set and accidentally delivered 150 units of insulin into her body. The customer was taken to the hospital for treatment, with a blood glucose reading of 1.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.